Event description:
It was reported during patient use ventilator provided an ¿patient circuit occluded¿ alarm condition event. There was no allegation of patient harm. As per reporter diagnostic logs confirmed multiple ¿patient circuit occluded and ¿cannot reach target flow¿ alarm conditions. Customer was recommended to run a full performance verification test. Further information is pending.

Manufacturer narrative:
The remote service engineer advised the customer that a software update is currently being worked on that can be implemented on ventilators as soon as it is released. The record will be closed and will be reopened when the software update becomes available.